Manufacturer narrative:
The field service engineer (fse) found a small leak at pinch valve pv37. The fse replaced the tubing at pinch valve pv37 which fixed the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
While on site to troubleshoot an unrelated event, the field service engineer (fse) discovered a contained leak at valve pv37 on the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event.